Event description:
A general report was received that the flo-gard 6201 infusion pumps are inaccurate in delivering 3500 ml chemo solutions over 24 hours. It was reported that the infusions are completion times. No pt injuries have resulted.